Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t-wave oversensing and undersensing. The device was programmed to secondary 1x gain and smart pass was noted to be disabled over a year ago due to small signals and long intervals. Auto set up was ran and failed in all vectors. The device was programmed to primary and smart pass was not re-enabled. Technical services recommended making the gain 2x. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary vector with 2x gain and now there is additional inappropriate shock therapy. There was a treated shock impedance at 46 ohms with one shock provided. Additionally, it was noted there was t wave oversensing. Technical services noted there are no programming solutions and recommended performing an xray to evaluate the positioning. The patient will be evaluated in the clinic. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t-wave oversensing and undersensing. The device was programmed to secondary 1x gain and smart pass was noted to be disabled over a year ago due to small signals and long intervals. Auto set up was ran and failed in all vectors. The device was programmed to primary and smart pass was not re-enabled. Technical services recommended making the gain 2x. At this time, the system remains in service. No additional adverse patient effects were reported.